Event description:
Customer reported hospitalization due to low blood glucose. Customer was feeling dizzy and sweating. Customer had completed blood work. The cause of the low; she did not eat that morning. The blood glucose level at the time of the event was 31 mg/dl. The current blood glucose reading is 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.